Event description:
It was reported that the inflow tubing fms vue 24pk device had a defective tube. During an in-house engineering evaluation, it was determined that the device tubing was leaking through the connection near the expansion chamber. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual inspection found one of the tube from the expansion chamber shows bonding issue on the bonding area. On functional test, the device was placed on a fms vue pump. Once started, the tubing was leaking trough the connection near the expansion chamber. The overall complaint was confirmed as the observed condition of the inflow tubing fms vue 24pk would contribute to the complained device issue. The manufacturer performed an investigation with the following result: the non-conformance was visually detected in the field by the or personnel when handling the inflow tubing set. This complaint was confirmed by the video and photos provided by the customer. Depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified.